Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an unknown procedure. During the procedure, it was noted that due to wear and tear, the long dynamic hip system/ dynamic condylar system (dhs/dcs) centering sleeve did not fit into the respective dhs/dcs wrench/key. Once the patient had been anesthetized, the material to be used was organized and the dhs/dcs long cap was inserted two (2) millimeters (mm) into the dhs/dcs key where it jammed. The two stuck pieces were very difficult to release. The surgeon decided to continue the surgery without using the dhs/dcs long cap. The procedure was continued with the dhs/dcs key without using the centering bushing/sleeve. The surgery was delayed for 10 minutes while they tried to fit the pieces together. The surgery was successfully completed. There was no adverse consequence to the patient. This report is for one (1) dhs®/dcs® centering sleeve long. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product investigation was completed. The received dhs/dcs-centersleeve long is found excessively worn. There are scratches and nicked. Hence, the complaint is confirmed. After a visual inspection per guidance, it is determined that the device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. Due to wear and tear, the long dynamic hip screw/ dynamic condylar screw system (dhs/dcs) centering sleeve did not fit into the respective dhs/dcs wrench/ key. Hence the complaint is confirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received 10/24/2018, the investigation could not be completed, and no conclusion could be drawn, as device is in the warehouse in bogota central. Background: it was reported that on (B)(6) 2018, patient underwent an unknown procedure. During the procedure, it was noted that due to wear and tear, the long dynamic hip system/ dynamic condylar system (dhs/dcs) centering sleeve did not fit into the respective dhs/dcs wrench/ key. It was added that once the patient had been anesthetized, the material to be used was organized and the dhs/dcs long cap was inserted two (2) millimeters (mm) into the dhs/dcs key and jammed. The two stuck pieces were very difficult to release. The surgeon decided to continue the surgery without using dhs/dcs long cap. It was not necessary to change the plan, worked with the dhs / dcs lave without using the centering bushing/ sleeve. The surgery lasted for 10 minutes while they tried to fit the pieces together. The surgery was successfully completed there was no harm to the patient. Device evaluation: investigation type: picture investigation. The complaint devices were not returned for evaluation. Visual inspection: the provided image shows a tray with various instruments. Two devices, a dhs/dcs centering sleeve (part number 338.190) and a dhs/dcs wrench (part number 338.060), appear to have tape stuck to the outer surface marked ¿danado.¿ these marked devices are consistent with the reported complaint devices. The centering sleeve specifically showed scraping along the inner cannulation consistent with post manufacturing damage. Based on the image it can not be determined if this damage is impacting function. Thus, conservatively, the complaint condition is considered confirmed. No further defects were identified. The lot number of the complaint device could not be determined as it is not shown in the image. Thus, review of the device history record (DHR) could not be completed. Conclusion: the functional issue could not be confirmed from the provided image and as the devices were not returned for physical evaluation. However, as scraping along the inner cannulation was observed, the complaint condition is considered confirmed. Based on the provided information, no design or manufacturing defect or deficiency was observed during the investigation. A root cause could not be definitely determined as the device was not returned for evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.